Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device overheated was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not run and the motor was damaged. The device also failed pretests for check function of device, check for unintended motion, check in ¿off¿ mode, check forward / reverse mode function, check power with power test bench and mode switch-test. Therefore, the reported condition that the device stopped working was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that in the middle of an unspecified surgical procedure, it was observed that the battery reamer device stopped working and overheated. It was unknown if there were delays to the surgical procedure. It was noted that the facility has multiple devices so it is likely that a spare was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.